Manufacturer narrative:
This reportable event was identified during a review of complaint files between october 2017 through december 2019.. This is for the 2nd of 3 devices listed in the complaint.

Event description:
Two doctors on the trauma/surgery team used three bags in three cases and each one ripped while attempting to extract the specimen.